Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was feeling ill for multiple reasons and ultimately decided to go to the emergency room (ER). The contact reported that the customer had problems with her menstrual cycle which causes her to get physically ill, and also has recently changed birth control. Reportedly, the doctors at the ER determined that the customer was experiencing diabetic ketoacidosis (dka). While in the ER, the customer was disconnected from the pump and the doctors regulated her blood glucose (bg) levels using an intravenous drip with fluids. Reportedly, the customer's bg level upon arrival at the ER was 501 mg/dl with large ketones. The contact stated that the customer had been unable to eat or drink anything without feeling ill. The customer drank gatorade because customer was nervous about bg levels going low. Contact reported that the customer also tried to take glucose tabs; however, the customer threw up and drank more gatorade to avoid bg levels to go low. After approximately 5 hours, the customer left the ER to be admitted to the hospital. Customer's bg level was 488 mg/dl as the doctors were trying to maintain bg levels and decrease it slowly. The contact stated that the customer had "perked up", stomach pains were gone, and customer stopped vomiting. Reportedly, the contact did not believe that the impacted bg levels were related to the pump but believed that the site may have contributed; however, the contact was unable to confirm. The customer was treated with saline, electrolytes and insulin through an IV. Customer was able to reconnect to the pump and resume insulin therapy. The customer was released from the hospital on (B)(6) 2017 with no permanent damage to the customer.